Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition the cable was cut off, however, this was not related with the complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the device blocked intraoperatively and the device did not cut. Instrument could be easily opened and removed from the tissue. An additional device was opened and the op ended with no influence on surgery and pat. Safety.